Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing process during the load sequence. Customer's blood glucose level was 113-114 mg/dl. Reportedly, a supply change was performed resolved the issue.